Manufacturer narrative:
No reports of a device malfunction have been received to date. The instrument log files have been requested but have not been received as of the date of this report. Mxp (B)(4).

Event description:
A complaint was received for a patient who experienced an unplanned overnight hospital stay after an aborted extracorporeal photopheresis (ecp) treatment administered on a therakos xts instrument. A system occlusion alarm occurred during the blood drawing cycle #2. The patient did not feel well and the attending nurse described the patient as becoming "white". The nurse aborted the treatment and approximately 249ml of blood was not returned to the patient. The kit was inspected by the nurse and there were no blood clots or kit defects noted that would explain the system occlusion alarm. The patient's blood pressure was 70 during the treatment and rose to 120 after the treatment was aborted. The patient was admitted to the hospital overnight. Therakos placed a call to the attending physician (B)(6) the next day and the doctor stated the patient vomited after the initial call to therakos was placed the previous day. The doctor confirmed the patient was administered glucose 20, ionostabil 1000 ml, and braunil. The patient's blood was analyzed and the results were described by the nurse as "good". The results were not provided to therakos. The patient was checked for a thrombosis and none was found.